Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Only the implant coil was returned. The implant was found to be stretched at the proximal end. The distal end of the implant was found intact. The delivery pusher was not available, preventing a detailed analysis. The root cause of the detachment cannot be identified based on the supplied information. Though it cannot be confirmed, this has historically occurred during retraction if an implant is stuck or friction is experienced in a microcatheter. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during withdrawal of an embolization coil to redeploy in a different position within the left ovarian vein, the delivery pusher broke 3cm proximal to the implant detachment marker. The implant migrated to the inferior vena cava and began to unravel. A snare was used to retrieve the broken coil. The patient was not reported to have experienced any sequelae.